Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). A cracked sensor neck was observed upon visual inspection of the plug assembly. The sensor was reprogrammed and a sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. The passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor¿s ability to function properly. This issue likely occurred due to the movement of the used sensor during shipment back to adc for investigation, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.